Manufacturer narrative:
The implant in question was returned by the clinician. It was noted that there was no indication of damage to the implant body or threads. The most probable scenario is that the implant spun in the bone, which was likely due to improper placement technique (i.e. Osteotomy was not properly drilled, did not utilize proper drilling procedure, did not properly torque the abutment or implant, etc). In the worst-case scenario, the pt will require additional surgical intervention to replace the implant that spun in the bone. The lodi user documentation ((B)(4)) includes info on proper placement of the implant including drilling and abutment/ implant torquing protocols. Based on the above, it was concluded that this event occurred as a result of the clinician's improper application of implant placement techniques (user error). The lot history record of the implant was reviewed and no discrepancies or issues of non-conformance were noted. No further action is required.

Event description:
Implant spun on the bone, which was more than likely caused by improper placement technique.